Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and topical skin adhesive was used. Material is unsuitable for use, a strange liquid is coming out and damages the material. Additional information has been requested.